Event description:
The pt rec'd the scs system on (B)(6) 2006. It was reported that the pt was unsatisfied with the recharge burden. It was also stated that the therapy coverage was not as effective as before. The device was removed and replaced by a new device.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.